Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not completed as returns were not available. A review of ticket trending did not identify any related trends. Device history review did not identify any non-conformances or deviations with the lot number and complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median of the patient results obtained for the complaint lot(s) are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. On (B)(6) 2024, sid (B)(6) initial result 200.9 ng/lat 7:16 a.m. No repeat results provided. A control sample taken in an external laboratory around 5 p.m. Reveals a troponin at 12 ng/l for a positivity threshold set at 14. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. On (B)(6) 2024, sid (B)(6), initial result 200.9 ng/lat 7:16 a.m. No repeat results provided. A control sample taken in an external laboratory around 5 p.m. Reveals a troponin at 12 ng/l for a positivity threshold set at 14. No impact to patient management was reported.